Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the radiofrequency (rf) head's upper case lens was loose, and the lower case and retainer were broken. These parts were replaced. It was also indicated that the cable was damaged and the head would not interrogate and failed uplink tests. The head was tested with a known good cable and it interrogated and passed functional tests. The head was sent for restocking. (B)(4).

Event description:
The radiofrequency (rf) head, which was returned as it was no longer needed, tested out of specification during manufacturer's analysis. There was no patient involvement.